Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of regt1252 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that tip of dilator was crushed and the guidewire was unable to pass through the dilator. There was no reported patient injury.

Event description:
It was reported that tip of dilator was crushed and the guidewire was unable to pass through the dilator. There was no reported patient injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample analysis, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a crushed dilator tip is confirmed and was determined to be an unknown cause. One 13 fr dualator dilator was returned for evaluation. An initial visual observation showed the distal tip of the dilator to be deformed with slight discoloration of the tip. No use residues were observed along the dilator. A microscopic observation revealed an outward flow from the center of the distal end of the dilator tip, and the dilator tip appeared smashed on one edge. The flow of the dilator tip forms outward from where it appears smashed. Whitening occurs around the point of the deformation. A crushed dilator tip was confirmed and determined to be due to an unknown cause. Because of the state of the returned device, it cannot be speculated whether this damage occurred during the manufacturing process or thereafter. This damage may occur if there is any unnecessary interactions with dilator tip. H3 other text : evaluation findings are in section h.11.